Event description:
The customer contact reports sparks coming from the male end of the ac power cord. The device was returned to the biomedical engineering department with an unsigned note that stated, "sparks seen." No tracking info was provided; therefore specific pt info, pump programming, or event details were not available. During testing at the user facility, charring was noted on the male end of the ac power cord. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The power cord was replaced by the biomedical engineer at the user facility. The ac power cord is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).